Event description:
As reported, it was found, when opening, that the catheter connector of a 5f vertebral (ver) 135° 100cm tempo diagnostic catheter was fractured, so a new unknown angiographic catheter was used to complete the operation. There was no reported patient injury. The case was a cerebral angiography procedure. The device was stored and prepared according to the instructions for use (IFU). The device and packaging were inspected prior to use. There was no difficulty removing any sterile packaging components. The device was pulled from the packaging by the hub. There was no difficulty encountered while connecting the hub to the syringe. Difficulty occurred during preparation. The hub leakage, hub crack, or fracture was noted during removal of the device from the package. The user was trained to the device. The hospital reported this case as a serious injury adverse event to the china nmpa. The device will not be returned for evaluation, product discarded.

Manufacturer narrative:
As reported, when opening the package, the catheter connector of a 5f vertebral (ver) 135° 100 cm tempo diagnostic catheter was found to be fractured, and a new unknown angiographic catheter was used to complete the procedure. There was no reported patient injury. The case was a cerebral angiography procedure. The device was reportedly stored and prepared according to the instructions for use (IFU), and the device and packaging were inspected prior to use. There was no difficulty removing any sterile packaging components. The device was pulled from the packaging by the hub, and there was no difficulty encountered while connecting the hub to the syringe. Difficulty occurred during preparation, and hub leakage, hub crack, and hub fracture were noted during removal of the device from the package. The user was trained. The hospital reported the case as a serious injury adverse event to china nmpa. The device was not returned for evaluation because the product was discarded. A product history record (phr) review of lot 18512708 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub ¿ cracked¿ was not assessable because the device was not returned for evaluation. The exact cause of the event cannot be determined based on the available complaint information because no product evaluation was performed. The event description states that the device was stored and prepared according to the IFU, the device and packaging were inspected prior to use, there was no difficulty removing the sterile packaging components or connecting the hub to the syringe, the condition was noted during opening/preparation, and the affected device was not used in the patient. Information for safety is provided in the product labeling to make users aware of applicable risks, precautions, and use-related considerations. According to the instructions for use (IFU), ¿this product is intended for use by professionals who have been trained to perform diagnostic and interventional catheterization procedures.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.